Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) 2010. The delivery device was returned without the loading device. A visual inspection showed that the seal was intact, but was outside of the delivery tube while the tension spring assembly remained inside the delivery tube. The delivery device plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube; the reported failure is confirmed. A lot history record review could not be performed as the lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.